Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.9, date:(B)(6)2010: inratio: 3.9. On (B)(6)2010, the patient's coumadin dose was adjusted by her physician (very slightly). On (B)(6)2010, the patient decided not to take her coumadin dose that evening. The patient also changed the amount of salad greens that she was eating.

Manufacturer narrative:
Patient is taking colchicine, which is used to relieve gout attacks. Patient medication may interfere with coagulation test, as indicated on technical bulletin 101. All inr results provided by the customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. As of 08/01/2010, 6 discrepant result complaints were reported for lot #233029 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action is not required at this time.